Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter would power off during use. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. In 2009, the pt noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. At about 2 days later at 5:30 pm, the pt experienced the symptom of 'feeling high'. The pt went to the emergency room, where at 5:45 pm, her blood glucose level was tested to be 302 mg/dl. The pt was treated with the oral diabetes medication glynase (glyburide) 6 mg. The pt manages her diabetes with insulin on a sliding scale, and tests her blood glucose level more than four times per day. Troubleshooting revealed the meter's battery was no longer working. The meter, test strips and control solution were replaced. The insulin-dependant pt was unable to test her blood glucose level due to the power issue with the reported meter. The pt claimed she experienced symptoms of hyperglycemia, and she received emergency medical attention and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report. D4: lot# not provided.